Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery test. Customer's blood glucose value was 336 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated the contacts was not missing, damaged, or corroded. Customer stated the battery compartment neither spring, damaged nor corroded. Customer's outcome pertaining to the complaint. Device will return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test, weak battery alarm and low battery alert noted. (B)(4).